Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual bleeding/abnormal bleeding (menorrhagia)") and systemic lupus erythematosus ("autoimmune reaction/autoimmune disorder type of disorder: lupus") in a 26-year-old female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, vaginal bleeding, vaginal discharge and grand multiparity. Concurrent conditions included shingles, subconjunctival hemorrhage, post herpetic neuralgia, morbid obesity, genital bleeding, vaginal pain, back pain, uterine bleeding, pelvic pain and systemic lupus erythematosis. Concomitant products included ergocalciferol (vitamin d2), hydrochlorothiazide since 2016, hydroxychloroquine since 2012, mycophenolic acid since 2013, paracetamol (acetaminophen) and prednisone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("pain: abdominal"), pelvic pain ("pain: pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, systemic lupus erythematosus, vaginal haemorrhage, dyspareunia, vaginal discharge, infection, depression, anxiety, migraine, headache and nausea outcome was unknown and the abdominal pain and pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, headache, infection, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded on (B)(6) 2017 pathology test revealed, adenomyosis of myometrium, proliferative endometrium. Aside from focus of mural benign lymphoid tissue in right oviduct concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menstrual problem. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual bleeding/abnormal bleeding (menorrhagia)") and systemic lupus erythematosus ("autoimmune reaction/autoimmune disorder type of disorder: lupus") in a 26-year-old female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, vaginal bleeding, vaginal discharge and grand multiparity. Concurrent conditions included shingles, subconjunctival hemorrhage, post herpetic neuralgia, morbid obesity, genital bleeding, vaginal pain, back pain, uterine bleeding, pelvic pain and systemic lupus erythematosis. Concomitant products included ergocalciferol (vitamin d2), hydrochlorothiazide since 2016, hydroxychloroquine since 2012, mycophenolic acid since 2013, paracetamol (acetaminophen) and prednisone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("pain: abdominal"), pelvic pain ("pain: pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, systemic lupus erythematosus, vaginal haemorrhage, dyspareunia, vaginal discharge, infection, depression, anxiety, migraine, headache and nausea outcome was unknown and the abdominal pain and pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, headache, infection, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. On (B)(6) 2017 pathology test revealed, adenomyosis of myometrium, proliferative endometrium. Aside from focus of mural benign lymphoid tissue in right oviduct. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menstrual problem." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 26 year old patient. Her demographic was updated. Concomitant medications were added. Per plaintiff fact sheet following events: autoimmune reaction/autoimmune disorder type of disorder: lupus; menstrual bleeding/abnormal bleeding (menorrhagia); depression, mental anguish, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal), vaginal discharge, pain: abdominal, pain: pelvic were added. She was recovering from events: pain (pelvic/abdominal pain). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstrual bleeding") and autoimmune disorder ("autoimmune reaction") in an adult female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concurrent conditions included shingles, subconjunctival hemorrhage, neuralgia, morbid obesity, genital bleeding, abdominal pain, vaginal bleeding, vaginal discharge, vaginal pain, back pain, lúpus, uterine bleeding and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and infection ("infections"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menstrual disorder, autoimmune disorder and infection outcome was unknown. The reporter considered autoimmune disorder, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded on (B)(6) 2017 pathology test revealed, adenomyosis of myometrium, proliferative endometrium. Aside from focus of mural benign lymphoid tissue in right oviduct. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: menstrual problem. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Medical record received. Reporter's information and lot number were updated. Historical condition, lab data and concomitant diseases were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual bleeding/abnormal bleeding (menorrhagia)") and systemic lupus erythematosus ("autoimmune reaction/autoimmune disorder type of disorder: lupus") in a 26-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, vaginal bleeding, vaginal discharge and grand multiparity. Concurrent conditions included shingles, subconjunctival hemorrhage, post herpetic neuralgia, morbid obesity, genital bleeding, vaginal pain, back pain, uterine bleeding, pelvic pain and systemic lupus erythematosis. Concomitant products included ergocalciferol (vitamin d2), hydrochlorothiazide since 2016, hydroxychloroquine since 2012, mycophenolic acid since 2013, nsaid's, paracetamol (acetaminophen) and prednisone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 3 months 21 days after insertion of essure, the patient experienced abdominal pain ("pain: abdominal") and pelvic pain ("pain: pelvic"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved, the systemic lupus erythematosus, dyspareunia, vaginal discharge, infection, depression, anxiety, migraine, headache and nausea outcome was unknown and the abdominal pain and pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, headache, infection, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded on (B)(6) 2017 pathology test revealed, adenomyosis of myometrium, proliferative endometrium. Aside from focus of mural benign lymphoid tissue in right oviduct. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menstrual problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Event:bleeding outcome were updated to resolved/recovered. Concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menstrual bleeding/abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, vaginal bleeding, vaginal discharge and grand multiparity. Concurrent conditions included shingles, subconjunctival hemorrhage, post herpetic neuralgia, morbid obesity, genital bleeding, vaginal pain, back pain, uterine bleeding, pelvic pain and systemic lupus erythematosis. Concomitant products included ergocalciferol (vitamin d2), hydrochlorothiazide since 2016, hydrocodone bitartrate;paracetamol (lortab), hydroxychloroquine since 2012, minocycline, mycophenolic acid since 2013, nsaids, paracetamol (acetaminophen) and prednisone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain: abdominal") and pelvic pain ("pain: pelvic"), 6 years 3 months after insertion of essure. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced systemic lupus erythematosus ("autoimmune reaction/autoimmune disorder type of disorder: lupus"). On an unknown date, the patient experienced infection ("infections"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, abdominal pain, pelvic pain, vaginal haemorrhage, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the systemic lupus erythematosus, dyspareunia, infection, depression, anxiety, migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, headache, infection, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. Patient received treatments for pain, bleeding and bladder/ urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Pathology test - on (B)(6) 2017: results: adenomyosis of myometrium. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menstrual problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events abdominal and pelvic pain and infection were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstrual bleeding") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and infection ("infections"). The patient was treated with surgery (she underwent removal of the coils due to complications from the essure device). Essure was removed. At the time of the report, the menstrual disorder, autoimmune disorder and infection outcome was unknown. The reporter considered autoimmune disorder, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.